Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they alleged insulin pump was under delivering. The customer¿s blood glucose level was 257 mg/dl at the time of incident. Customer also experienced high blood glucose and it was treated with manual syringe. Customer was using insulin pump system within 48 hours of reported event. Customer ran self test and it passed. Customer had stopped using the insulin pump and removed the reservoir from it. The insulin pump will not be returned for analysis. The reservoir will not be returned for analysis.